Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 456853, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. The physician suspected lead fracture possibly due to clavicular crush. The lead was capped and replaced. Several years later, the lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. It was noted that the distal conductor of the lead was extrinsically over-rotated, the superior vena cava (svc) conductor was distorted at the first rib/clavicle while in vivo, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst commented that no further helix testing was possible due to damage at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.